Manufacturer narrative:
(B)(4). (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study source: alair (B)(4) pmss clinical study. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu lists asthma exacerbation and bronchitis as possible adverse events that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the alair (B)(4) pmss clinical study. On (B)(6) 2015 , the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient developed peribronchitis and was given predonine orally 30 mg/day for 9 days, and venetlin (salbutamol) 2.5mg x 4 times/day for 9 days by nebulizer. The hospitalization was prolonged due to the peribronchitis and the physician assessed the event as serious. On (B)(6) 2015, the patient recovered from the peribronchitis, and the patient's condition was reported to be "stable". On (B)(6) 2015, the patient experienced exacerbated asthma and was given systemic steroids as treatment. This physician assessed the hospitalization was prolonged due to this event, and the patient was still in the hospital as of (B)(6) 2015. On (B)(6) 2015, the patient recovered and was reported to be in remission.